Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a display issue with her one touch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day 'a week ago' prior to contacting lfs. She informed the cca that 'the screen is not clear and is getting worse so that she cannot see the characters'. The patient stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue denied making any changes to her usual treatment. The patient claimed on (B)(6) 2011, at 11:23 am, 2 minutes after testing with the subject meter, she 'fainted and fell down the stairs'. It is unknown what result she obtained on the subject meter, and whether or not she could see it clearly. On (B)(6) 2011, at 11:35 am, she reportedly tested her blood glucose with another device and obtained a result of '387 mg/dl'. She reported on (B)(6) 2011, at 10:30am, her hcp gave her 'medication for the bruises, breathing treatment, steroids and was issued an inhaler'. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.